Event description:
During pump replacement, the pump pocket was found to be calcified and the catheter was nonfunctioning. The pump and catheter were replaced and debridement was done to the subcutaneous pouch. The device system was used to deliver baclofen. For events following the pump and catheter replacement, see manufacturer's report # 3004209178-2009-01545.

Manufacturer narrative:
Results: catheter.